Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the cartridge change error independently. No additional patient or event information was available.